Event description:
It was reported that the patient went in and out of atrial fibrillation and received amiodarone 150 mg boluses x2. Heart rate was in the 150s, and the patient was also on amiodarone drip. The patient experienced right heart failure and required inotropic support greater than 7 days post implant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient continued to progress well and had dobutamine stopped on (B)(6) 2022. The patient was ultimately discharged and continued the amiodarone.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 17apr2022. The heartmate 3 lvas IFU lists cardiac arrhythmia and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 also cautions the user that right heart failure can occur following implantation of the pump and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.